Event description:
This ra lead was implanted on (B)(6)2005 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that this lead had an out of range impedance for 3000 ohms and lead safety switch. The physician was dr.(B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).